Manufacturer narrative:
Product event summary: the console parts were returned and the field service engineering medical equipment inspection form (meif) was reviewed and analyzed. Visual inspection of the console analog, watchdog, patient, and mother board showed that the board was intact with no apparent issues and passed the mechanical performance test as per specification. Several reboots of the console did not show the issues described on the date of the event. Per the field service engineer, the system notices could not be reproduced in the lab with the patient present. In conclusion, the reported system notice indicating that the system did not recognize the catheter (system notice (B)(4)) was not confirmed through testing the returned parts, by the field service engineer or through data analysis. The console passed the inspection as per specification and deemed appropriate for clinical use.

Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
Bin files were reviewed and did not show any system notices for the date of event. Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue (#12213) has not been confirmed by field service engineering or through data analysis. The console n-6737 passed the inspection as per specification. Field service replaced the console's patient board as a precautionary measure.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the console. The console gave system notice message 12213 (the system does not recognize the catheter) and the issue did not resolve by replacing the catheter, electrical umbilical cable or auto connection box. Technical support was contacted and a field service visit was recommended. The case was aborted. The patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.